Manufacturer narrative:
(B)(4). Batch #l91n47. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Per handpiece screening procedure, the handpiece was evaluatedat a service center and a crack on the handpiece was found.

Event description:
It was reported that the unit was returned because of a crack on the handpiece. It was not noted if the issue occurred during a procedure. No patient consequence reported.